Manufacturer narrative:
(B)(4). Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. Alleged fracture, tilt and dvt." Patient allegedly received an implant on (B)(6) 2012 via left common femoral vein due to previous pulmonary embolism and previous deep vein thrombosis. (B)(6) 2012, implant operative report: ¿we then deployed the filter. It was actually nearly perfectly aligned with maybe a 5-10 degree tilt at worse. I did not do a completion venogram due to the excellent positioning and result. The patient does not want this filter removed even though it is a removable filter in case he changes his mind. He understands that we have a couple month window to make that final decision.¿ CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿ivc filter is noted. The tip is seen at the left aspect of the ivc, just below the left renal vein. Prongs at the 4:30 and 7:30 positions extending 1-2 mm beyond the wall of the ivc. Prongs at the 1:30 position extends 1 mm beyond the ivc wall. On the sagittal reformatted images, there is slight bending of the prong at the 10:30 position. No visible breaks in any of the struts are noted. There is extensive lumbar fusion hardware causing streak artifact in the study is somewhat limited". Patient outcome: alleged dvt.